Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis due to hyperglycemia, with a blood glucose reading over 600 mg/dl. The customer's mother states that prior to the event, the customer was brought home by his grandfather and was sick and vomiting. The customer's mother also states that the cannulas are sometimes bent. Troubleshooting was performed, the insulin pump was programmed correctly and passed all tests, including the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.